Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be providing when the investigation is completed.

Event description:
It was reported that during an infusion of d10 with trophamine in the neonatal intensive care unit (nicu) an infiltration occurred. It was reported that the spectrum pump did not alarm for a downstream occlusion. The insertion site was the top/medial aspect of the patient's left foot. Within 10 minutes, a white area 3.5cm x 4cm developed on top of the patient's foot, with a dark purple perimeter. In order to prevent patient harm the patient was treated with hyaluronidase and a medi-honey patch was applied. It was also reported there was no patient injury.